Event description:
It was reported that at the end of a stent procedure, a piece of the delivery system tore away from the shaft and stuck to the guide wire. All pieces were returned. Reportedly, there was no pt injury associated with this event. Co was unable to obtain additional procedural details.

Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance preliminary analysis revealed the unit was returned along with the separated piece of c-flex. There was still c-flex on the delivery system. It appears that all of the c-flex was returned. One end of the c-flex was rolled under, and the other end had a torn edge. The c-flex junction was intact. No other damage was noted. Quality engineering was unable to determine the root cause of this incident. The c-flex separation was likely the result of tensile overload. This may be attributed to lesion morphology, anatomical complexity or physician technique. There is no indication in the complaint that any device defects were noted during preparation. As part of co's quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted on its balloon. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance department.